Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via the manufacturer representative (rep) reported an out of regulation (oor) error code on the patient programmer (pp). Diagnostics were performed including manipulation of the pocket and neck. It was found that there was a possible extension fracture, with the old extension removed and a new extension implanted on date notified, resolving the issue at the time of the report. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.